Event description:
It was later reported that health care provider was notified but patient could not remember the date. It was noted that the step taken to resolve the painful stimulation was to change their program and all was okay now.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 37092, serial # unknown, product type accessory; product ID 3889-28, lot # va100q1, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The reporter reported, a recently implanted patient indicated a poor communication screen. It was also mentioned that an antenna was send to patient since it was challenging to reach to implantable neurostimulator (ins) site. The patient programmer (pp) was turned on /off did not resolve the reported issue. The patient could not adjust stimulation and both her and her helper tried as directed. Patient stated that the batteries that are in the pp are the ones it came with and showing that they are half full. It was reported that patient programmer would not do telemetry with or without antenna. The patient reported return of urinary symptoms. Patient stated she was peeing a lot, had no falls or trauma and has not changed her fluid intake. The patient called a day later and reported that pp antenna plug was bent. During the call the patient was able to communicate with the ins with the antenna attached. The patient was not able to increase stimulation because stimulation was off. It was noted that after turning stimulation on patient decreased stimulation to a comfortable level. Additional information reported couple days later that patient received new pp and needed assistance with changing the program. The patient experienced painful stimulation and was hurting. The patient decreased amplitude but did not eliminate the uncomfortable stimulation and was still painful. It was noted that if patient turn it off she will pee all over the place. The patient reported that urinary/bowel symptoms have returned. The patient was "having problems with peeing again" so she had to turn the stimulation up and that was when it started hurting. The patient stated she turned it back down but it still hurting. The patient stated it felt like it was going to push through her skin between her legs. It was reported patient pain and return of symptom was noted as sudden. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.